Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the controller and the recharger telemetry module (rtm) had been malfunctioning for about a year. The patient explained they see codes appear on the controller that tell them it has 'quit working' and to 'contact mdt', with no further details. They stated it takes a long time for the rtm to charge the ins even with excellent recharging, and repair noted the rtm was not charging the ins. It showed 'finished' at levels other than 100%. The patient is on a setting that uses a low amount of stimulation, and confirmed the rtm was not heating and there was no visible damage to the rtm or controller. A replacement rtm was sent to the patient. No impact to the patient or their symptoms were reported. [See general text info for details on omitted information.] Additional information was received and it was reported that the patient had lost weight and his battery was hard to charge. They did a pocket revision the week of (B)(6) 2020 and the issue had been resolved. Additional information was received and it was reported that the manufacturer representative met with the patient to change their program up and the mentioned a pocket issue. They reprogrammed them so that they charged less. The patient had a revision to move the battery up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was unknown.